Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, it was noted that the balloon was bent/broken and could not be used in case. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since no event date was provided.